Event description:
It was reported, tht the patient had a gamma nail implanted in 2006. Three months later she complained of pain. The gamma nail was broken. A revision surgery was performed in 3 months later.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.